Event description:
According to the customer, she was diagnosed with "pneumonia about 2 and a half weeks ago", but when attempting to use her nebulizer on (B)(6) 2026 there was no flow through the mouthpiece, despite the nebulizer turning on.

Manufacturer narrative:
According to the customer, she was diagnosed with "pneumonia about 2 and a half weeks ago", but when attempting to use her nebulizer on (B)(6) 2026 there was no flow through the mouthpiece, despite the nebulizer turning on. The customer reported that she was directed to administer "ipratropium albuterol 3 times daily for 4-6 weeks". The customer reported that the nebulizer was sitting in storage for about 6 months after first use of the device when the failure was identified. The customer reported she feels "fine" without her medication, but "keeps coughing". The customer did not report any serious injury or medical intervention as a result of the reported issue. No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.